Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 41 mm diameter abdominal aortic aneurysm. The left common iliac artery was 14 mm in diameter with a length of 31 mm. The minimum diameter of the left external iliac was 9 mm. It was reported the stent graft was deployed to the level of the contralateral gate and angiography was performed. The bifurcation of the internal iliac artery was confirmed; however, it bifurcated from behind (exact location is unknown). The c-arm was inclined to a deep angle, and angiography had difficulty in confirming the exact location of the internal iliac artery, but the stent graft was deployed. As a result the device landed into the external iliac artery with about two stent lengths. No clinical sequelae were reported. The physician commented that the left internal iliac artery was occluded but there was no particular issue on this case. There was no claim against the product.

Manufacturer narrative:
(B)(4).